Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ plus biliary stent was used for a biliary stent placement performed on (B)(6) 2018. According to the complainant, during the procedure, the guide catheter became stretched and broke. The procedure was completed with another flexima¿ plus biliary stent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted